Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. They were unable to verify the battery out limit alarm and unable to perform the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system alarm test and excessive no delivery test due to no button response. There was no moisture damage inside the pump and no unexpected numbers ramping during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that the insulin may have leaked into the pump and the buttons were not working. She stated that the numbers are ramping on its own. The customer tried changing the batteries but the pump alarmed battery out limit. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.